Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date - the lot was manufactured between september 15-17, 2025. H11: the device was received for evaluation. Upon sample receipt, visual inspection on the unit via the naked eye noted droplets of fluid located on inner wall of the device's bottle. The droplets were condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside the bottle. A leak test was performed, and no evidence of a leak was observed inside the device's bottle. Based on the evaluation result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The process step was not specified. The device was filled with 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.